Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the bolus button was not responding to user presses. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: the pump was returned with the audio bolus feature ¿disabled.¿ the audio bolus button was fully intact and with the feature ¿enabled¿ the button was fully responsive to presses. A 10u audio bolus & a 10u normal bolus were performed with no issues. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.